Manufacturer narrative:
Patient¿s weight is not available for reporting. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A product investigation was performed. The investigation of the returned instrument has shown obvious damages on the aiming arm and also on the buttress nut. A functional test together with the responsible sustaining engineer with an available protect sleeve (article 356.818 lot 2136136) has shown that while the aiming arm is under pressure and the buttress will alternately rotated in different direction the connection of the instrument dissolves. As this is a known problem, the design was changed and is available since 2013. The returned product was still manufactured before the new design was released. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. A functional test has shown that the aiming arm loose the connection sometimes. The design change was performed in 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age and dob not available for reporting. Patient year of birth reported as (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA implant and explant dates: device is an instrument and is not implanted/explanted. Date returned to manufacturer initial reporter;s phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #03.010.407, lot. #2600408. Manufacturing location: (B)(4). Manufacturing date: 28.may.2010 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: device report received:the connection coupling between the instruments became loose during insertion of the pfna blade. There were a 10 minutes delay to surgery time. Surgical staff used instruments from another set to complete the procedure. This complaint involves one part. Concomitant parts reported: 1x unk nail, part unk, lot unk. This report is 1 of 1 for (B)(4).